Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection of the returned device does not confirm the stated failure mode. The device shows signs of extensive use. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Please see results from case-2020-00065980-1. All parts passed their respective ip/ID inspections. A dimensional evaluation determined that all returned parts are 8-13 years old. We currently have no way to test the targeting assembly with respect to what is performed in the field. All parts mate correctly. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that, during an internal fixation surgery, the distal screw holes did not align properly. It is unknown if the 7/16 guide bolt, 125 rad drill gde drop, 130 rad drill gde drop or drill guide handle caused the misalignment. Procedure was completed with a back-up device without any delay. Patient was not harmed.